Event description:
Pt sent by hometown physician for pacemaker replacement due to need for exceedingly high outputs which caused premature end of life parameters. During replacement procedure, it was determined that the existing lead was defective so it also was replaced. Lead was capped and left in pt's body.